Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was observed that the swivel cable connector was defective and the speaker was loose. The swivel cable connector was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over fourteen (14) years with no previous reported issues related to this reported event.

Event description:
It was reported that there was an intermittent spo2 signal. The device has loose parts inside. Additional information received indicated that the staff was unable to get a signal from the pulse ox. They swapped out the device with a spare. There was no known impact or consequence to patient.